Manufacturer narrative:
Evaluation summary: no phaco tip was returned for a phaco burn. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported several cases of phaco burns during surgeries when using straight tips. The hospital was advised to change to kelman tips and the phaco burns were reduced. Additional information has been requested but not received to date. This is one of two reports being filed for this facility. This report refers to the kelman tips.

Manufacturer narrative:
Corrected information provided in brand name, model and PMA#.